Event description:
It was reported that the customer had a low blood glucose reading of 45 mg/dl before bed time. The customer also stated that his wife noticed a cold sweat and was unable to wake him up and called the paramedics. The paramedics treated him with glucose at home. The customer recovered completely and was not transported to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.